Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer had not administered insulin to address bg level prior to contacting tandem technical support. The customer continued to use the current pump for insulin therapy.